Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, an attempt to interrogate a patient with a programmer took place in the hospital and 2 error messages appeared. Reportedly it was not possible to interrogate the patient. User referred that the battery of the tablet was 0% and they had just plugged the charger prior to interrogation. The programmer was a few minutes later tested with another device in stock and the device was interrogated with success. For the user the programmer seemed normal in this second interrogation.

Manufacturer narrative:
File analysis revealed on (B)(6) 2024 that an error occurred at the launch of the platinium platform (ICD) module software, and then the interrogation of the ICD was impossible. -the root cause of the corrupted file could not be found with certainty; it may be due to a corrupted system file related to the platinium platform (ICD) module. -tablet software for other implant types (pacemaker) is not impacted. The smartview software v3.14 should be re-installed, which will allow to interrogate ICD. This case is retained for trending purposes. Please refer to the attached report.

Event description:
Reportedly, an attempt to interrogate a patient with a programmer took place in the hospital and 2 error messages appeared. Reportedly it was not possible to interrogate the patient. User referred that the battery of the tablet was 0% and they had just plugged the charger prior to interrogation. The programmer was a few minutes later tested with another device in stock and the device was interrogated with success. For the user the programmer seemed normal in this second interrogation.